Manufacturer narrative:
The bd viper lt system is intended for in vitro diagnostic (ivd) use in clinical laboratories to perform automated extraction of nucleic acids from multiple specimen types, amplification of target nucleic acid sequences by strand displacement amplification (sda) and detection of amplified nucleic acid using a two color fluorescence detection system. The bd viper lt is for use only with in vitro diagnostic tests labeled for use on the system. Bd quality has confirmed the complaint of lower than expected rfu values generated on the viper¿ lt system after the installation of software v3.00h. Only two customers were upgraded to this software version which caused positive control failures and lower rfu signal for CT/gc controls at both sites. As rfu values decrease, results approach the assay cutoff threshold which has the potential to impact test results. Both customer instruments were reverted to the previous software version, 2.93b, on (B)(6) 2015 and both have resumed clinical specimen testing. Bd quality will continue to monitor for trends. Device not returned to manufacturer.

Event description:
After upgrade of viper lt v3.00h at customer site, positive control failures were observed. Positive control results exhibited low rfu values that were below expected results. As rfu values decrease, results approach the assay cutoff threshold which has the potential to impact test results.